Event description:
It was reported that the patient experienced burns. A rf3000 radiofrequency generator and maestro neutral electrodes were selected for use. Burns occurred on the patients right and left thigh during radiofrequency treatment with the rf 3000 generator.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that the patient experienced burns. A rf3000 radiofrequency generator and maestro neutral electrodes were selected for use. Burns occurred on the patients right and left thigh during radiofrequency treatment with the rf 3000 generator. It was further reported that the electrodes were glued according to the recommendations of the 4 patches listed in instructions for use. The ablation was successful. Energy was applied greater than 10 minutes and less than 15 minutes. The location of the patches were checked before the procedure; however, were not checked during the procedure. The burns were classified as second degree burns. A prescription was issued to apply flammazine cream to the lesions and sterile compresses with peha haft band. Paracetamol and/or ixprim was prescribed if there was pain.